Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761 serial #(B)(4) showed it won¿t charge and had a broken connector pin on the cable assembly.

Event description:
Information received from the patient via the manufacturer's representative reported that their recharger unit would not come on even when plugged into "electricity". The issue was found when attempting to recharge and found they were unable to (this was a new recharging system). The patient stated that the recharger was not recharging itself and would not power on (nothing on the screen). They have had the recharger plugged into the wall outlet since noon the day prior (tried 3 different outlets) and mentioned the connector pin area seemed intact. There was no out of box failure reported. The patient reported that they had stopped feeling the stimulation and needed to recharge their implantable neurostimulator (ins). Follow up information received on (B)(4) 2016 reported that the patient received the replacement recharger and was able to charge the ins to full. No surgical intervention had occurred or was planned. The patient status at the time of report was noted as "alive - no injury". The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.